Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for high out-of-range shock impedance of 128 ohms. The patient had recently received appropriate shock therapy during which the shock impedance measured 49-51 ohms. The increase to 128 ohms had occurred over the previous six weeks. Technical services discussed the possibility of the cause being physiological. The ICD and right ventricular lead remain in service at this time and no adverse patient effects were reported.